Event description:
Event description boston scientific received information that this ventricular lead was explanted one week after being implanted due to high impedance measurements. The lead was removed and replaced. There were no adverse effects.